Event description:
Information was received regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. The consumer reported the implantable neurostimulator (ins) aggravated patient while they slept as it was implanted on the side the patient slept on. The patient reportedly did not pee "as much" and did not "empty his bladder like he first did." Stimulation was decreased to 3.0 volts but the patient was up at night 2-3 times with urine "hardly" covering the bottom of the urinal, noting before it was 150 cc at least.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.